Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer had critical pump error open book image. The customer was swimming with the insulin pump. The customer also reported that the insulin pumps display had a crack. No harm requiring medical intervention was reported. Troubleshooting was performed; however, the customer will discontinue using the device. The product will be returned for analysis.

Manufacturer narrative:
The pump was received with a cracked case. No crack was found on the display noted during visual inspection. No critical pump error (open book image) alarm¿noted during boot up. The pump passed the self test, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08750 inches. However, the pump had a high sleep current measurement. No unexpected critical pump error (open book image) alarm noted during the testing. No missing segment/partial display noted. Successfully downloaded history files and traces using thus. Successfully downloaded comlink3 file. There were no fatal critical alarms, or three consecutive critical handling alarms found in the formatted history file. Critical pump error (open book image) alarm was due to the rf test failure in the bootloader (code 0x00000045). Suspecting hw issue. Please see below for pump errors/alarms noted 1 week prior to the event date 15-mar-2023 in the formatted history file.  Sensor error alert (801) was recorded and found in the formatted history file on: (B)(6) 2023 13:25:40.000 (B)(6) 2023 16:21:19.000 sg calibration error (776) was recorded and found in the formatted history file on: (B)(6) 2023 19:31:58.000 the pump was programmed with a test guardian link (3) transmitter and a 240 mg/dl glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 240 mg/dl properly on the display graph. No sensor error alert, sg calibration error or unexpected sensor errors or anomalies were noted during testing. Pump error 4 alarm ((B)(4)) was recorded and found in the formatted history file on: (B)(6) 2023 16:55:56.000 pump error 63 alarm (variableinfo 15) was recorded and found in the formatted history file on: (B)(6) 2023 16:55:56.000 pump error 4 alarm and pump error 63 alarm (variableinfo = 15) were confirmed due to rf driver anomaly, suspected on hw. Pump error 68 alarm was recorded and found in the formatted history file on: (B)(6) 2023 16:55:58.000 pump error 49 alarm was recorded and found in the formatted history file on: (B)(6) 2023 16:55:58.000 (B)(6) 2023 16:56:13.000 pump error 23 alarm was recorded and found in the formatted history file on: (B)(6) 2023 16:56:33.000 pump error 68 alarm, pump error 49 alarm and pump error 23 alarm were expected since the pump restarted due to pump error 4 alarm and pump error 63 alarm. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts noted during the testing. No power error 25, power loss alarm and replace battery now alarm recorded in the formatted history file on the event date. However, low battery alert was recorded and found in the formatted history file on: (B)(6) 2023 06:38:00.000 insert battery alarm was recorded and found in the formatted history file on: (B)(6) 2023 16:21:54.000, (B)(6) 2023 16:58:33.000, (B)(6) 2023 16:58:42.000, (B)(6) 2023 16:58:51.000 (B)(6) 2023 16:59:19.000, (B)(6) 2023 16:59:32.000, (B)(6) 2023 16:59:41.000, (B)(6) 2023 16:59:55.000 (B)(6) 2023 17:00:06.000, (B)(6) 2023 17:00:17.000, (B)(6) 2023 17:00:25.000, (B)(6) 2023 17:00:35.000 (B)(6) 2023 17:00:48.000, (B)(6) 2023 18:19:14.000, (B)(6) 2023 18:19:20.000 replace battery alert was recorded and found in the formatted history file on: (B)(6) 2023 16:14:26.000 failed battery alert/battery failed alarm was recorded and found in the formatted history file on: (B)(6) 2023 16:58:37.000, (B)(6) 2023 16:59:10.000, (B)(6) 2023 16:59:27.000 (B)(6) 2023 16:59:44.000, (B)(6) 2023 16:59:57.000, (B)(6) 2023 17:00:08.000 (B)(6) 2023 17:00:39.000, (B)(6) 2023 18:19:14.000 insert battery alarm was expected since the battery was removed from the pump. Upon checking on the power data/detail trace file, low battery alert and replace battery alert were expected since the battery in the pump is low on power. The customer may have used a low power battery. Upon checking on the power data/detail trace file, failed battery alert/battery failed alarm was unexpected since the customer is using a good battery. Pump was cut open to perform visual inspection and found corrosion on the pcba 1 and pcba 2. No corrosion or moisture damage found on the force sensor, motor and vibrator assembly noted. Failed battery alert/battery failed alarm was confirmed due to corrosion on the pcba 1 and pcba 2. The original pcba 2 was cleaned, installed in a test pcba 1, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump failed the sleep current measurement. The original pcba 1 was cleaned, installed in a test pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump failed the sleep current measurement. The pump had a high sleep current measurement (unexpected battery power loss) due to corrosion on the pcba 1 and pcba 2. The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a stained keypad overlay and a scratched case. Cosmetic damage was confirmed at the pump case. Cosmetic damage located at the pump display was not confirmed. Missing segment/partial display was not confirmed. Pump error 4 alarm and pump error 63 alarm (variableinfo = 15) were confirmed due to rf driver anomaly, suspected on hw. Critical pump error (open book image) alarm was confirmed suspected on hw. Failed battery alert/battery failed alarm and a high sleep current measurement (unexpected battery power loss) were confirmed due to corrosion on the pcba 1 and pcba 2. Pump exposed to moisture was confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.